Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings: review of the black box data and pump history did not reveal any evidence to support the allegation of technological issues with pump operation. The device was exercised for 12 hours and found to be without damage, defect and malfunction. The device performed according to specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the pump was "having some technical issues." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue could have an impact on insulin delivery.